Manufacturer narrative:
Similar product to (B)(4). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on a direct tested kitted nasal swab throat sample on (B)(6) 2022. The patient was admitted to covid-19 ward as a result. Confirmation pcr testing was performed on (B)(6) 2022 which generated a negative result (platform and sample type unknown). Patient was then transferred to covid-19 intensive care ward. Repeat pcr testing was performed (B)(6) 2022 which generated a positive result (platform and sample type unknown). The patient had previously received three covid-19 vaccinations. The patient was reported to still being treated in the hospital covid-19 ward.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m178905 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot m178905 and test base part number 190-430 / lot m178905. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m178905 showed that the complaint rate is 0.013%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.